Event description:
The customer reported that the pencil works continuously and would not switch off.

Manufacturer narrative:
(B) (4). (B) (4). The sample was returned and when the pencil was flexed, it caused an intermittent self activation. A sliver of metal was found bridging a component. A new procedure was created and released in mfg to more effectively detect this condition.